Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-05. Investigation summary: customer returned a single syringe in a pouch labeled for 1ml, 31 gauge, 8mm syringes from lot 0090428. The syringe needle is broken and jagged with the breakage close to the barrel of the syringe. Torquing the syringe and thus needle to one side may have resulted in the needle butting up against the wall of the vial. High stresses could be significant enough for it to fracture. A review of the device history record was completed for batch# 0090428. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle breaking. The root cause of the needle breaking may be accidentally torquing the syringe while inside of an associated vial, placing sufficient stress on the needle to break it.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal cannula broke off. The following information was provided by the initial reporter: material no. 328506, batch no. 0904205. It was reported that needle broke off in vial while drawing up insulin.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal cannula broke off. The following information was provided by the initial reporter: material no. 328506 batch no. 0904205. It was reported that needle broke off in vial while drawing up insulin.